Event description:
A customer reported receiving an error message and then noticed the uom setting of their locked freestyle flash meter could be changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. Errors 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.